Event description:
Event date: (B)(6) 2024: device appears to be occasionally undersensing on atrial lead during at (atrial tachyarrhythmia)/ af(atrial fibrillation) event(s). Atrial undersensing during at/af detected event(s) does not appear to impact the device function or performance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).